Manufacturer narrative:
(B)(4).

Event description:
Reportedly, in the past, there was always a high ventricular pacing threshold and due to that, the subject pacemaker was programmed at 5v @ 0,5ms -battery lasted just above 5 years. Initial idea was that there was a lead issue. Just before the box change, the device was programmed to vvi 30min-1 unipolar. It was reported that on the ECG this resulted in a pacing rate of 130min-1, after reporgrammation in bipolar: no more spikes observed. Measurements on the leads in situ yielded abnormal results. It was reported also difficulties to remove the ventricular lead. Upon connection of a new pacemaker: normal chronic thresholds. The subject explanted pacemaker will be returned for analysis. Preliminary analysis of the returned device confirmed it operated within specifications.

Event description:
Reportedly, in the past, there was always a high ventricular pacing threshold and due to that, the subject pacemaker was programmed at 5v at 0,5ms - battery lasted just above 5 years. Initial idea was that there was a lead issue. Just before the box change, the device was programmed to vvi 30min-1 unipolar. It was reported that on the ECG this resulted in a pacing rate of 130min-1, after reporgrammation in bipolar: no more spikes observed. Measurements on the leads in situ yielded abnormal results. It was reported also difficulties to remove the ventricular lead. Upon connection of a new pacemaker: normal chronic thresholds. The subject explanted pacemaker will be returned for analysis. Preliminary analysis of the returned device confirmed it operated within specifications.